Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump occlusion knob would not stay set. As a result, an alternate device was employed. The alternate device was employed prior to any patient involvement.

Manufacturer narrative:
The field service representative (fsr) was unable to confirm the complaint. While performing preventative maintenance (pm), the fsr noticed the roller-to-roller tolerance was not within manufacturer's specifications, but this had no impact on the roller pump occlusion knob. After completion of preventative maintenance, the pump operated to manufacturer's specifications and was returned to clinical use. No additional action will be taken at this time.